Manufacturer narrative:
Device evaluation: the device is analyzed through visual inspection, microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ foreign material on implant: observed yellow discoloration in the outer lid through visual inspection, it is not assessed as workmanship. However, a further investigation is still requested. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional through sales representative reported "when he opened the box the inside package was yellowed like it had been wet at some point and it was slightly torn. The outside package was intact and no visible damage". The device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: ¿package was yellowed like it had been wet¿.

Event description:
Healthcare professional through sales representative reported "when he opened the box the inside package was yellowed like it had been wet at some point and it was slightly torn. The outside package was intact and no visible damage". The device was not implanted.

Event description:
Healthcare professional through sales representative reported "when he opened the box the inside package was yellowed like it had been wet at some point and it was slightly torn. The outside package was intact and no visible damage". The device was not implanted.

Manufacturer narrative:
Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory was observed yellow discoloration in the outer lid through visual inspection. This is event is not categorized as workmanship, but this investigation was opened to further analyze, as the event was confirmed. The lid discoloration is a known event that was investigated in gtw 616861. An action related to change some components in the tyvek lid was implemented, in order to avoid these conditions in the future, however lids used in this case were before this implementation, therefore this case could have happened. Also, per the review of the risk documents pfmea-bi pkg and lblg smooth rev 3.0 the event of defective tyvek is a known event for which process controls and inspections are established to reduce the incidence of this defect as incoming inspection, 100% inspection at packaging (before and after sealing). During the trend review of all yellow discoloration on lid complaints for gel breast implants for the period of january 2024 through december 2025, was noted one point outlier in january 2025. The additional analysis performed shows all that results met the acceptance criteria and no issues were found which could be associated to the yellow discoloration on lid complaints event, then the CAPA 616861 was opened to prevent this event in the future. The issue with yellow discoloration on lid complaints will continue to be monitored appropriate.